Event description:
This is report 2 of 2 involved in this peritonitis event.this is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The reporter mentioned the patient had experienced elevated white cell count and peritonitis. The reporter declined to provide any further information.

Manufacturer narrative:
(B)(4). The date of the event of periontitis is unknown.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h12i27059, h12j30078, h12l13070, h13a24011, and h13a28038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot numbers h12f21058, h12j11037, h13a08048 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. If additional or relevant information becomes available, a supplemental report will be submitted.